Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date. Monitor: 09/06/2011. Electrode belt: 03/10/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 at approximately 13:10:00. The patient was reportedly in the hospital prior to passing. It was reported that at the patient was treated by the lifevest and became unconscious. Hospital staff reported attempting resuscitation efforts approximately three minutes after the treatment event. The staff reported they removed the lifevest when they began resuscitation and reported that the patient was in asystole at the time. It was reported that the patient's passing was due to cardiac decompensation.   Per clinical review of the available ECG data, the patient experienced eight appropriate treatments on the day of passing and three additional inappropriate treatments, for a total of 11 treatment events. The first treatment the patient experienced was inappropriate and occurred at 12:19:22. The patient's rhythm at the time of the event was atrial fibrillation with rapid ventricular response (af with rvr) at 230 bpm, and the post-shock rhythm was af with rvr at 180 bpm and nonsustained ventricular tachycardia (nsvt). Af with rvr and CPR/motion artifact contributed to the false detections. The patient experienced a second inappropriate treatment at 12:19:49 while the patient was in af with rvr at 170 bpm, and the post shock rhythm was af at 120 bpm. The patient then experienced an appropriate treatment three at 12:22:55. The patient's rhythm was ventricular fibrillation (vf) and the post shock rhythm was an idioventricular rhythm at 30 bpm with pvcs and nsvt. The patient experienced a fourth and appropriate treatment at 12:25:35. The patient's rhythm was vf and the post shock rhythm was af at 110 bpm with pvcs. Appropriate treatment five occurred at 12:26:51. The patient was in vf at the time of the treatment and the post shock rhythm was ventricular tachycardia (vt) at 250 bpm. The patient experienced appropriate treatment six at 12:27:25. The patient was treated while their rhythm was vf, but the event was unable to convert and the post shock rhythm was also vf. Appropriate treatments seven and eight occurred at 12:28:00 and 12:28:33 while the patient was in vf. The post shock rhythm for both treatments was a sinus beat which degraded to vf. The patient experienced an appropriate ninth treatment at 12:29:07 while the patient was in vf. The post shock rhythm was asystole which transitioned to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient experienced appropriate treatment ten at 12:38:40. The patient's rhythm and post shock rhythm was vt at 100 bpm. The patient experienced a final and inappropriate treatment at 12:42:39. The patient's rhythm at the time of the treatment was CPR/motion artifact and the post shock rhythm was asystole with CPR artifact. The response buttons were not used during the treatment events.